Event description:
A letter were received indicating that the vns patient had been experiencing an increase in seizures. The patient's device showed a near end of service condition during an office visit on (B)(6) 2015. The patient's medications were adjusted and the patient was referred for surgery. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.